Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause could not be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A physician reported incomplete capsulotomies during four procedures. The capsulotomies were not cut completely and manual incisions were necessary to complete the procedures. Two of the four patients required corneal sutures. Additional information has been requested but not received to date.